Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient rep mentioned the bladder stimulator is not working anymore. The caller was very confused and trying to ask the patient who has a mental illness which device was not working pelvic health or spinal cord stimulator. The family member said the bladder stimulator is not working. The patient fell and the stimulator is damaged and sticking up. Caller said it hasn't been working for years. Agent told the patient rep they just got in 2024. Caller said they damaged the device not long after they got it. Patient rep didn't seem confident in the answers they were giving. Suggested to caller once they get the charging equipment for the handset and communicator that they charge the equipment or call back to get help on charging. Explained the patient will also need to learn how to put the device in MRI mode before the MRI. Transferred c aller to scs patient service line to review MRI guidelines.